Event description:
Same case as MFR#: 2134265-2012-00922. It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The 80-90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 2.0x15mm maverick balloon catheter. The 2.5x38mm promus element coronary drug-eluting stent system was advanced, but was not able to cross the lesion. The buddy wire technique was utilized; however, the device still would not cross. At an unspecified time during the procedure, a dissection occurred. The procedure was completed with two non bsc stents, sizes 2.5x30mm and 3.0x38mm. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: visual and microscopic examination identified severe kinks along the entire length of the hypotube. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).